Event description:
Info received indicates that the bed is in the low position and has no functions working and the battery led is off. The account found the f17 and f18 fuses were compromised. He replaced the fuses and was able to raise the bed but found three cables that were cut with copper wires exposed. The three cables are the mts cable, the right head siderail detection cable and switch and the right head siderail cable.

Manufacturer narrative:
Repairs have not been completed.